Manufacturer narrative:
MFR's report date: 01/30/2015. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported a channel error and that the device infused too quickly. The nurse programmed a 100ml bag of protonix at 10pm on (B)(6) 2015 to infuse at 10ml/hr. The line was already primed. At 7am on (B)(6) 2015, the nurse noticed the pump was alarming for "channel error" and the bag was empty. There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
Manufacturer's report date: 07/22/2015. Internal file no: (B)(4).the reported issue of a channel error having occurred during an infusion of the drug protonix was confirmed. The reported issue that the pump module infused too quickly was not confirmed. Physical inspection of the returned pump module and tubing set showed no malfunctions. Log analysis showed that an infusion of protonix 80mg/100ml was started at 10:13 pm on (B)(6) 2015 at 10ml/h with a vtbi of 100ml. The infusion was terminated following the occurrence of a channel error at 7:09 am on (B)(6) 2015. The calculated volume infused was 88.771 ml. The bag starting and ending volumes cannot be ascertained from the log. Functional testing of the pump module and tubing showed no anomalies; rate accuracy testing showed the module was infusing within specification. The channel error could not be replicated during testing. The root cause for the customer's report could not be identified.